Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per the receipt of the device, device information has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during a visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak test was performed, according with mentor procedures, and a tear was observed at the union between shell and suture tab, located at 6 o¿clock. Microscopic examination was performed and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the lot number was omitted from previous report. As per the receipt of the device, lot number 9376825 was added to block d4:lot. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast reconstruction with mentor cpx4 with suture tabs medium height smooth expander experienced right-sided tissue expander deflation postoperatively. As a result, the patient underwent explantation on (B)(6) 2020.